Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 3mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). An echocardiogram revealed mild-moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed. The valve then dislodged upward to -1mm on the ncc and -2mm on the lcc. A second transcatheter bioprosthetic valve was successfully implanted, valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.